Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30312299l number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. It was found that the shaft was kinked approximately 39 cm from the distal tip. It was also found that one of the catheter splines was broken halfway. The other half was missing and it was not received for evaluation. It was originally reported that one of the catheter splines got stuck and broke off in a mechanical mitral valve. Therefore, the issue with the spline was broken halfway remains assessed as a MDR reportable issue. In addition, the kink issue was assessed as not MDR reportable. If there is a slight bend on the catheter; however, the device integrity is not compromised and no internal components are exposed, then the potential risk that it could cause or contribute to a death or serious injury was remote. Device evaluation summary: it was reported that a 55-year-old female patient (400 pounds) underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. It was reported that while using a pentaray nav high-density mapping eco catheter, one of the catheter splines got stuck and broke off in a mechanical mitral valve, this was confirmed by fluoroscopy. A snare was introduced through transseptal to attempt to retrieve the detached spline; however, the spline was pushed down into the left ventricle (lv) and a retrograde approach was used to try to snare the spline in the left ventricle. The spline then migrated into the left coronary artery where it was finally snared. On retraction through the sheath the detached spline was lost, and the physician presumes it is outside the body. The patient was reported in stable condition and fully recovered. There¿s no indication that extended hospitalization was required as a result of the event. No neurological symptom was reported since the procedure was completed. First visual was that one of the splines was broken half way. The other half was missing as it was not sent in by the customer. A second visual was performed. The device was inspected and it was found with a spline detached from the tip and internal parts exposed. The test related with the event description was not possible to perform, due to the returned condition of the device. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The customer complaint regarding splines broken was confirmed; however, the root cause of the spline damage observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related with the handling of the device during the procedure since the instructions for use states, ¿do not use pentaray catheters in patients with prosthetic valves.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter in which a medical device entrapment occurred requiring surgical intervention. During the procedure, there was no impedance or temperature readings from the thermocool® smart touch¿ bi-directional navigation catheter being displayed on the smartablate generator. The cable was replaced with no resolution. The catheter was replaced, and the issue resolved. It was also reported that while using a pentaray nav high-density mapping eco catheter, one of the catheter splines got stuck and broke off in a mechanical mitral valve, this was confirmed by fluoroscopy. A snare was introduced through transseptal to attempt to retrieve the detached spline; however, the spline was pushed down into the left ventricle (lv) and a retrograde approach was used to try to snare the spline in the left ventricle. The spline then migrated into the left coronary artery where it was finally snared. On retraction through the sheath the detached spline was lost, and the physician presumes it is outside the body. The patient was reported in stable condition and fully recovered. There¿s no indication that extended hospitalization was required as a result of the event. No neurological symptom was reported since the procedure was completed. Physician¿s opinion regarding the cause is that it was procedure-related since the patient had a mechanical valve. Per pentaray¿ IFU ¿ the usage of the product is contraindicated in patients with prosthetic valves. A relative contraindication for cardiac catheter procedures is active systemic infection. The temperature and impedance issues were assessed as not reportable. If there¿s no temperature or impedance displayed on the generator from the catheter, then the ablation cannot be performed since there is no radio frequency energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The reported medical device entrapment was assessed as reportable. In addition, this event was assessed as having surgical intervention. This event was considered serious and MDR-reportable since surgical intervention was required.